Event description:
It was reported that the 9800 system had no image displayed during a case. The procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the lemo pin connector were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.